Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. The customer could not confirm whether the cartridge was empty. A new cartridge was loaded onto the pump resolving the alarm. Customer's blood glucose level was in the 300's mg/dl range.